Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). The functionality of the jaw was tested and it worked according specification. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during a total abdominal hysterectomy (tlh) procedure, the tip of the device broke off and fell into the patient. The tip was retrieved from the patient. Another was used to complete the procedure. Also, an enseal device was used and the jaws would not open. The device was not on vessels at the time and it was not cut from the tissue. Another enseal was also used. There were no adverse consequences for the patient.